Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran cardiac troponin and performed a dilution recovery verification test with the same patient sample, resulting similarly to the initial results. The cse ran other patient tests, resulting within the expected clinical range. The cse reviewed the instrument data. The cse found the instrument is performing tests as expected and the customer's quality control (qc) was in range. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on a patient sample on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same advia centaur xp instrument twice, resulting similarly. The customer tested the same sample on an alternate instrument, resulting lower. The customer repeated the same sample on another alternate instrument, resulting lower than the initial results. The customer tested a redrawn sample on the original advia centaur xp instrument, resulting falsely elevated, similarly to the initial results. The customer reported out the second alternate instrument's results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.

Manufacturer narrative:
The initial MDR 2432235-2017-00237 was filed on march 30, 2017. Additional information (04/05/2017): troubleshooting was performed. The patient sample was treated with a heterophilic blocking tube (hbt) and repeated, resulting lower (4.15 ng/ml). A siemens headquarters support center (hsc) investigated the event. The hsc found no system issues. The system was found to be operating within specifications. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.